Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer required assistance from paramedics and was given intravenous fluids of saline to address bg. Customer updated their settings to address the event.